Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device sustained a fractured touchscreen, rendering the screen unresponsive, and the user transitioned to backup therapy until a replacement arrived. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen, aligning with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.